Manufacturer narrative:
The pump was returned for power error alarms. The detailed trace analysis confirmed the alarms and the root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window, cracked battery tube threads, a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power system error alarm on their insulin pump. Troubleshooting for the power system error was performed. Customer was advised that as a result of the power system error, the backup battery has failed and the internal power source is unable to charge. Customer was advised to monitor the insulin pump and call back if the issue reoccurs in the next 4 hours. Customer experienced the power system alarm two different times. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.